Manufacturer narrative:
The one t090-022v, lot# 1506092d, that was returned for this investigation was reviewed and the complaint is confirmed. A visual inspection of the product revealed that the tubing port had broken apart from the filter housing with evidence of stress on the port at some point in time. The location of where stress was applied to the set's filter cannot be determined. Vygon has produced (B)(4) pieces of this product since january of 2014. There have been (B)(4) customer complaints for this issue of the tubing port snapping off from the filter housing. The root cause for the for this issue could not be determined. There was stress being placed on the tubing port at the distal end of the filter at an undetermined location and point of time. Corrective/preventative action: due to the lack of knowledge of when or where the stress was applied to the set, we are unable to take any corrective or preventative action.

Event description:
Nonconformance where tubing disconnected from the filter connection. Product was not used with a patient. Set was being primed under the hood when the leaking was noticed.

Manufacturer narrative:
The malfunctioning sample has been returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA with in thirty days of its conclusion via follow-up MDR.

Event description:
Nonconformance where tubing disconnected from the filter connection. Product was not used with a patient. Set was being primed under the hood when the leaking was noticed.